Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, g2. Foreign: united kingdom h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that "yesterday" ((B)(6) 2026), after the remote support session that technical services) provided, the healthcare provider (hcp) called the patient and technical services support line to verify a few more things. He mentioned that the patient was currently being stimulated at 25ma and 1000 us, however, the stimulation did not reach the pain area (lower back and leg). She only felt a mild sensation/tingling in her arms. The hcp was wondering whether any of these issues could be related to a technical issue with the ins. They discussed that the impedances were all perfectly in range (between 1000 and 2000 ohms). He also checked multiple reference electrodes and performed multiple impedance tests. There were no active error codes, like an "out-of-regulation" that could indicate an issue with the therapy delivery. He was also not aware of any accidents the patient had been exposed to. The hcp mentioned that there was a confirmed lead migration. They discussed that if he performed multiple impedance tests, and there are not error codes indicating an integrity issue or otherwise ins issue, it is likely the lack of therapy effect is due to the migration of the leads. The patient was no longer receiving any therapy effects.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that, regarding the actions taken to resolve the loss of stimulation/tingling sensation, it was dealt with locally by the clinical nurse specialist and no further information was willing to be shared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the lead migration was unknown. There was no reprogramming due to the loss of stimulation.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead b3: event date is month / year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the loss of therapy effect / migration, on (B)(6) 2026, the patient was seen on ward following reports of loss of therapy, but the exact date of the issue was not given. A manufacturer representative was first notified of this on 2026-mar-24. There was no direct discussion of this case with technical services, it was just discussed via teams with as the customer asked for some 'tech advice' but at that time no details were shared. Lead migration suspected but device issue ruled out. Regarding actions taken to resolve, the rep was contacted on the (B)(6) and connected team to tech services who dialed into the clinic on the weds (B)(6) to support. All discussions were held with tech services to support. Physician and nurse confirmed they were happy with support and ruled out device issue. No further action was requested. Hcp information confirmed.